Event description:
A (B)(6) male patient's nurse contacted zoll customer support to report a pulled cable and exposed wires on the electrode belt as well as alarms from the monitor indicating a connection issue with the electrode belt. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) has not yet been returned to zoll. The patient's nurse reported a damaged cable and exposed wires as well as alarms from the monitor indicating a connection issue with the electrode belt. A supplemental report will be sent upon completion of the root cause investigation. No adverse event resulted from the alleged damaged cable. The patient received a replacement electrode belt.